Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was performed on (B)(6) 2025. The instrument/accessory was checked before use. The instruments were faultless before use. In the course of the disease, there was considerable heat development, which led to the melting of the insulation. There was no patient injury. The instruments are tried to be sent in order to be able to get them examined. The e-200 was also replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm fenestrated bipolar forceps instrument.

Event description:
It was reported that during a da-vinci assisted tumor resection on the liver with cholecystectomy the customer was using a fenestrated bipolar instrument between 50 and 65w. The instrument had to be taken out every 1-2 minutes for cleaning/brushing by the scrub tech due to there being so much char on the instrument that the char was compromising tissue effect. The team ended up opening another fenestrated bipolar so that they could rotate the two to not waste time cleaning. Surgeon was using a lot of irrigation as well. There is no report of patient harm, serious incident or injury.